Manufacturer narrative:
D.2. Additional medical device types: nsu, ouy, pqa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ vaginal panel, a discrepant trichomonas vaginalis (tv) patient result was obtained. Result was tv positive on bd max¿ vaginal panel, and tv negative on bd max¿ ctgctv2. There was no report of patient impact.